Event description:
It was reported that "pt did fine for about 7 months and then had some pain. Pt was revised for a loose component. Acetabular component was loose upon removal and came out as one piece. The gram stain showed a positive result for infection. All components were removed upon results, and an antibiotic spacer was implanted."